Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a dissection in a de novo lesion in a heavily tortuous and mildly calcified distal right coronary artery. An attempt was made to advance a 2.8 x 19 mm graftmaster covered stent; however, it met resistance with the guiding catheter during advancement. The distal shaft of the graftmaster device then separated inside the guiding catheter outside the anatomy. Therefore, both parts were simply withdrawn from the guiding catheter. It was confirmed that there was no foreign material left in the anatomy. Balloon inflation was then performed which treated the dissection. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device code 1494 was removed. Evaluation summary: a visual and functional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported difficult to position (guide catheter) was not confirmed during return analysis testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The procedure was to treat a perforation, and protamine was administered to the patient to seal the perforation along with balloon inflation. No additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Correction: adverse event checked - required intervention checked. Correction: the rec'd by MFR date filed on the initial MDR was incorrect. The correct date is 12/17/2018. (Type of reportable event) correction: malfunction changed to serious injury. (B)(4).